Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 260mg/dl, 180mg/dl, 325mg/dl. Tests were done within 10 minutes wtih a difference of 34%. Pt did not experience any adverse events. No further info has been reported. Note: customer's applying blood technique is incorrect.